Event description:
It was reported that during a customer's preventive maintenance testing, a spectrum pump had a close door error. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom caused by a failed link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.